Manufacturer narrative:
Investigation: bd received 2 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#1277214).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the safety shield came off. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that the safety cap is coming off with the sealed cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the safety shield came off. The following information was provided by the initial reporter: (3 of 3 complaints). It was reported that the safety cap is coming off with the sealed cap.